Event description:
It was reported that the patient presented for in-clinic follow up. Upon device interrogation it was noted that the right atrial lead failed to capture. A subsequent chest x-ray found that the lead had dislodged into the inferior vena cava. The patient was brought in for lead revision and an attempt was made to reposition the lead. However, the helix failed to retract. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
Additional information: h6 - type of investigation, investigation findings, and investigation conclusions.